Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported capture and resistance anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that during follow-up in clinic, exit block was noted in lv with maximum output. High, out of range, lead impedance was observed. During lead revision, capture threshold and impedance measurements were normal with the analyzer. Sometimes, high impedance measurement was noted with analyzer. Lv port was checked with rv lead and all the measurements were ok. To avoid second revision, device was explanted and replaced during lead replacement. Patient's condition was stable all the time.